Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had multiple pump error alarms. Blood glucose reading was 30 mg/dl. Customer able to successfully clear the alarm. Customer able to complete rewind also self test was passed. Customer was using auto mode feature of the insulin pump was unknown. The insulin pump will not be returned for analysis.